Event description:
It was reported that the zimmer air dermatome was not engaging and nitrogen was not getting to the handpiece. Additional clinical follow up with the customer indicated that the issue was observed prior to being used on the patient. There was no report of patient injury. Increase in procedure time or medical intervention. There was an additional device available onsite to complete the procedure.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/06/1989 and was last repaired on (B)(4) 2006. Evaluation of the device determined that the motor would not run and the air hose was damaged. Prior to repair, the device was outside of calibration at the zero thickness setting on the right side and the side to side calibration. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.